Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: +46 10 2447470 section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded monofocal intraocular lens (iol) took a long time to open. This resulted in a capsule tear and the removal of the iol during the same procedure. The iol was replaced with a sulcus lens. Sutures were required and the procedure took 35 minutes instead of 7 minutes. Through follow up, we learned that both haptics took a long time to open. The patient is doing okay and was as expected at their post operative check-up on february 23rd. There was no material available for return. No further information was provided.